Event description:
It was reported that an ¿anomaly¿ was seen on contact 0, with no signs of ¿rupture.¿ it was unknown which electrode had the ¿failure.¿ it was stated that there was a ¿replacement of the electrode after failure on the right electrode.¿ however, both leads were removed. It was noted that the patient had pkan (pantothenate kinase-associated neurodegeneration) and was placed in intensive care due to a severe worsening symptoms. It was later reported that the patient was being treated for pkan with deep brain stimulation. It was stated that there was a malfunction of the right lead and abnormal impedances on electrode 0. It was also stated that x-rays were taken and showed no anomaly. Both leads were replaced and the patient reportedly received effective therapy.

Manufacturer narrative:
Product ID: 3389-40, lot# 0204181474, explanted: (B)(6) 2013, product type: lead. Product ID: 3389-40, lot# 0204272728,explanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis found the lead to be segmented. The proximal end of the lead was not returned; however the proximal end of the lead received was stretched. The conductors on the lead were broken (overstress/damage) and the coils were crushed. No short circuits were noted. This damage was considered non-significant. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.